Manufacturer narrative:
This report is being submitted as follow up no. 2 to update device evaluated by MFR, and to provide the completed investigation results. One used 8fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The locator was returned as well. Visual inspection revealed that the carrier tube assembly was found to be mated properly with the sheath and the deployment sleeve was in the rear lock position with color bands fully exposed. There was no anchor, collagen or tamper tube returned. No suture was visible outside the distal end of the carrier tube tip. There were no outward signs of damage or deformation noted on the device. No other visual anomalies were noted. The carrier tube assembly hub cap was removed, and the tensioner mechanism was checked. The suture found broke within the disk tensioner area. However, the suture was still tethered to the suture tensioner disk. Microscopy was used to examine the distal end of the suture and it was confirmed that the suture had frayed end. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor deployed the angio-seal device after performing the carotid stent surgery. During the process of deploying the angio-seal, the doctor did not exert excessive force on the suture, however, the suture was suddenly broken. Finally, the doctor had to tighten the broken suture to complete the operation. The patient was reported to be in good condition. The procedure outcome was good. Blood loss was less than 250cc. Additional information was received on 28oct2019. An 8fr procedural sheath was used. A pre-deployment angiogram was performed. Patient condition was stable, and the procedure was successful. The doctor had to manually press down the green tamping tube to compact collagen. The broken suture was 6-7 cm long, so the doctor tightened the broken suture and compacted collagen with the help of the tamping tube and completed the operation.